Event description:
"The support assembly on the footrest was not working properly" no alleged injury.

Event description:
"The support assembly on the footrest was not working properly." No alleged injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model t94he, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The model number is for the footrests only, we do not know the what model of chair they were on. No injury alleged.

Manufacturer narrative:
(B)(4). Initial (B)(4) issued mfg report #1525712-2012-01101 indicating that the manufacturer was invacare taylor street. The actual manufacturer is unknown. (B)(4) - no RMA has been initiated for this issue. Model t94he, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The model number is for the footrests only, we do not know the what model of chair they were on. No injury alleged.